Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a clip in jaws and in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, 1 conforming clip was fed and the remaining 9 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue.

Event description:
It was reported that during a sleeve procedure the clips didn´t close. No further information. No consequences for the patient.